Event description:
It was reported that balloon rupture occurred. The 85-90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 12 atmospheres for less than 1 minute, the balloon burst. The balloon was completely removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. E1 - initial reporter zip/post code: added.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 85-90% stenosed target lesion was located in the moderately tortuous and severely calcified cephalic vein. A 7.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 12 atmospheres for less than 1 minute, the balloon burst. The balloon was completely removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.